Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. Additional information has been requested. No additional information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported by the rn the patient was experiencing leakage due to poor sphincter tone. The nurse states they "tried repositioning, it was found that the balloon had only air in it and no water; could not report finding water leakage on the bed or tubing." The nurse went on to report "witnessed device pop after I inserted," and the patient has a huge stage IV with a surrounding stage ii satellite lesion on her buttocks." Additional information received 09/16/2015 informing the "patient came with the stage IV and the device." It was further reported "patient was ruled out for c- diff., the patient was started on lotmotil and has improved; and the device was removed."